Event description:
It was reported that the ilet user experienced a missed meal announcement, resulting in blood glucose rising above 300 mg/dl followed by a subsequent low; the caregiver had concerns about algorithm performance while caretakers were overseeing the user, and the family also reported a medication transition. Symptoms included hypoglycemia with a nadir of 69 mg/dl, hyperglycemia, dizziness, nausea, and shaking/tremors, and the user treated the low with small 5-gram carbohydrate portions of saltwater taffy and returned to range. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the caregiver. Investigation of this case revealed no device problem found, with a usage problem identified related to an improper or incorrect procedure, specifically failure to follow instructions for timely meal announcement, associated with user interface use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.